Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a replace battery alert and then the insulin pump turned off for the customer. Blood glucose value was 132 mg/dl at the time of the incident. Troubleshooting was performed but the display did not return for the customer. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected off no power anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and self test.